Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable. Customer¿s blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unreadable issue was verified. Duplication testing was performed and no failure was identified related to the reported touchscreen cracked issue.